Event description:
It was reported that three days post stent graft implant, the patient presented with an infection (cellulitis) in the area where stent graft was implanted. The patient was treated with antibiotics. The infection cleared up within a couple of days.

Manufacturer narrative:
The stent remains implanted and the delivery system was discarded by the user facility. Therefore, not available for evaluation. The event investigation is currently underway.